Manufacturer narrative:
Batch review performed on 04 december 2024: lot 2213125: 276 items manufactured and released on 06-sep-2022. Expiration date: 2027-08-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had instability due to a leg length discrepancy and the cause is unknown. At 1 year and 8 months post primary the surgeon revised the head and the surgery was completed successfully.